Event description:
Boston scientific received information that a red alert was detected for this implantable cardioverter defibrillator (ICD) as it exhibited a high out of range pacing lead impedance measurement. There was also crosstalk oversensing on the rv lead which led to inappropriate shocks. However, no pacing inhibition and therapy exhaustion were noted. Surgical intervention was performed to surgically abandon the lead and a new rv lead was successfully implanted. The ICD continues to remain implanted and in service. There were no additional adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.